Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents, there is no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility or device operates differently than expected failure to seal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the mid left anterior descending coronary artery. A 3.5x16mm rx graftmaster covered stent was deployed, but the perforation was not fully sealed. A 4x19mm graftmaster covered stent delivery system failed to cross due to the anatomy. Pericardiocentesis was performed, and a 4x16mm graftmaster covered stent was used to successfully treat the perforation. There were no reported adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.